Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the left femur. Bones are very osteopenic. No other findings related to the event were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day. There is an oblique periprosthetic fracture of the proximal left femur with mild displacement. There is no dislocation or prominent subsidence. The bones are very osteopenic. No additional information.